Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples using 10 tubes per needle to assess the functionality of the device. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, these 30 retained samples underwent additional functional tests to assess retraction lockout. All samples passed these tests as well, with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the rubber sheath separated from the needle when tubes were being filled, causing blood to leak outside the tube. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the rubber sheath separated from the needle when tubes were being filled, causing blood to leak outside the tube. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.